Event description:
A 3.5 mm diameter x 18 mm length endeavor rx drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an lad lesion. Lesion morphology was not reported. It is unknown if the lesion was pre-dilated. It was reported that the physician was wiring to pass the first wire and advance into the left circumflex. The physician noted that there was not a stent on the delivery system when the balloon was inflated. When the balloon was inflated, it caused a little vessel dissection. A 3.5 x 18 endeavor drug-eluting stent was implanted to treat the dissection. A driver was also implanted in the patient. Patient is reported to be fine. Please note that this device is distributed outside the united states.

Manufacturer narrative:
Secondary intervention - results and conclusion: pending device and cd evaluation.